Event description:
As written on a returned implant patient registry (ipr) card, the patient is deceased, having never come home after surgery. The patient expired 33 days post a reported successful and uneventful transcatheter aortic valve replacement (tavr). No additional information is available at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
On (B)(4) 2012 the medical records pertaining to the patient's transcatheter aortic valve replacement (tavr) procedure were obtained. Per the operative report, postoperative transesophageal echocardiogram (tee) revealed a normally functioning prosthetic valve, preserved ventricular function, and trivial aortic insufficiency. No complications were noted during the procedure, and following the procedure the patient was returned to the intensive care unit in stable condition. Per the discharge summary, the patient continued to do well until five days after the procedure when he started to exhibit significant confusion and disorientation. The patient had no focal neurological deficits. At that time, the patient's sundowning was considered multifactorial. Per report, the patient developed some difficulty breathing with stridorous breathing and increased coughing. The patient was found to have right pleural effusion, which was treated via thoracentesis. Bronchial washing showed pseudomonas and the patient was found to have enterococcus in the urine. The patient was started on antibiotics. Ultimately, the patient's condition continued to improve and he no longer exhibited any confusion or disorientation. The patient was released from the hospital to a rehabilitation center on (B)(6), 2012 with instructions to follow-up with the hospital in two-to-three weeks. However, the patient passed away eight days after being discharged. The device is not available for evaluation as it is not known if it was explanted after his expiration. Per the instructions for use, pleural effusion is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), and the transcatheter aortic valve replacement (tavr) procedure. The most common etiologies for pleural effusions are congestive heart failure, pneumonia, autoimmune disease, and pulmonary embolism. Since a pleural effusion is a manifestation of another illness, the risk factors are those of the underlying disease. However, some common factors that increase the risk of pleural effusion include heart attack, recent heart or lung surgery, pericarditis, cancer, and certain medications. In this case, the root cause of the pleural effusion cannot be determined; however, in addition to the tavr procedure, the patient's comorbidities (chf, atrial fibrillation) could have contributed to the event. At this time there is no evidence that the pleural effusion or pseudomonas contributed to the patient's expiration as, per report, the patient's condition improved and he was discharged to a rehabilitation center. The cause of death remains unknown at this time; therefore, the device's relationship to the event cannot be determined. However, per report, the sapien valve was functioning normally with trivial aortic insufficiency post procedure, and there is no evidence or allegation that the sapien valve contributed to the patient's expiration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The cause of the patient's death will continue to be investigated. If the cause of death or additional case details can be obtained, a follow-up report will be sent at that time.

Manufacturer narrative:
On (B)(6), 2012, the emergency report from the night the patient expired was obtained. Per report, the patient was admitted to the rehabilitation hospital on (B)(6) 2012 following transcatheter aortic valve replacement (tavr). On (B)(6), 2012, the patient was found unresponsive without any vital signs. Despite CPR and intubation, the patient remained in asystole and expired. The assessment listed cardiopulmonary arrest as the cause of the event. It was reported that an autopsy was not performed. Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient's risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. The exact cause of the cardiac arrest in this case cannot be determined. It is possible that the patient's underlying comorbidities (atrial fibrillation, chf) and advanced age may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.